Manufacturer narrative:
The device data returned an 0xb6 hazard alarm, indicating that an agc bolus command was received while the device was in open loop. Inspection of the device found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the reported 0xb6 alarm could not be determined. The exposed portion of the soft cannula was observed to be torn. Fluid was observed leaking from this tear during fluid path testing. The timing and cause of this damage could not be determined.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that the pod was giving an alarm during operation.